Manufacturer narrative:
The IFU clearly states that users must check the appliance for damage or malfunctions after each use. In the event of malfunctions, czm service must be contacted, and the user is not permitted to tamper with the device. The root cause could either be due to an error during the last maintenance on 13 february 2023, or due to improper intervention in the device by the user. A final decision on the actual root cause is not possible. Preferred term: malfunction observed without conclusive finding.

Event description:
The incident occurred when the device was being transported by a nurse. A nurse injured her back when the device suddenly stopped. An injury to the shoulder and spine was reported. The nurse has not attended work since the incident and was sent to a physiotherapist by the general practitioner. No more precise information was provided.